Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the omni elite vasc 7.0mm/39mm/80 stent implant was found to be dislodged from the balloon prior to use, during preparation. The device was not used on the patient. A new omni elite stent delivery system was used successfully to complete the case. No additional information was provided.